Event description:
It was reported that an alert had been generate for cardiac resynchronization therapy pacing of less than 90 percent for approximately one day. Additionally, atrial pacing impedance measurements exhibited a variance greater than 30 percent. The most recent measurement was stable at 600 ohms; however, measurements were between 600 ohms and 1190 ohms. A subsequent alert was generated for an out-of-range atrial pacing impedance measurement greater than 3000 ohms. Additionally, a signal artifact monitoring (sam) episode was noted which showed a minute ventilation (mv) vector switch due to possible oversensing of electrical noise. The clinical observations were documented. This system remains in service and no adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.